Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 322 mg/dl, received insulin occlusion notifications on the ilet. Customer care performed guided supply changes with emphasis on cannula fill and subsequent confirmation that glucose levels began trending down. Investigation included user troubleshooting focused on infusion set replacement and cannula fill. Further investigation of this case revealed that the hyperglycemia was associated with an occlusion alert and was resolved after supply changes, with glucose trending down. Symptoms included elevated blood glucose without acute complications. Outcomes included, no hospitalization, and self-management without assistance. It was concluded that the cause of the hyperglycemia was unclear with a contributing factor of insulin occlusion. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.